Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during left ventricular pace testing, the pulse generator exhibited loss of capture and the patient became symptomatic.

Manufacturer narrative:
Analysis was normal.